Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, a scope failed to engage. The customer encountered a "remove and reinsert" error message. There were no other related issues. The customer used a backup endoscope. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported issue and determined it occurred due to the endoscope having a bearing friction issue.